Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse completed a full preventive maintenance (pm) with functionality, safety checks and a calibration of all transducers. All tests passed to factory specification. The fse tested a balloon with no issues. The iabp was returned to the customer and released for clinical use.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while placing a balloon pump prior to CABG procedure, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. This caused a delay due to having to get a different pump. There was no patient harm reported.